Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient (age and gender unknown) but the device failed to cardiovert the patient. In addition, the clinicians also reported that they were unable to capture the patient's heart-rhythm when attempting to pace the patient and received an "ECG too small" user-interface message with the device ECG size setting of three (3). The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.